Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer were experiencing high blood glucose. Blood glucose level was 560 mg/dl. Customer declined troubleshooting as cannula was not properly inserted. Customer stated auto mode feature was not active at the time of incident. Customer stated they delivered bolus and the insulin spilled out on the site part of the infusion set. The insulin pump will not be returned for analysis.